Event description:
The MFR rec'd info alleging a ventilator alarmed and turned off while in pt use. There was no harm of injury reported.

Manufacturer narrative:
During the eval of the device at the MFR's service ctr, a failure of the device to power on was observed. The device's sys board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the system board to power the device on. The system board was returned to the quality assurance laboratory for further investigation. During the investigation the root cause of the system board failing to power the device on was due to a program corruption of the u3 flash.